Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was removed as the device did not work. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis did not work. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected and leak tested. The outer tube of the first cylinder had a hole in the middle of the cylinder, with resultant leakage, from a sharp instrument. The second cylinder passed visual inspection and there were no visual damages or abnormalities found. This cylinder passed leak testing. The reservoir was visually inspected and leak tested. The reservoir passed visual inspection and there were no visual damages or abnormalities found. The reservoir passed leak testing. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump passed leak and functional testing. Based on the information available and analysis results, the reported device issue was unable to be confirmed and the cause was not established.